Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot/serial#: unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 2,000 mcg/ml fentanyl and 1.4 mg/ml bupivacaine at minimum rate doses. The reason for use was spinal pain. It was reported that there was a motor stall seen at initial interrogation. The patient did not recently have an MRI (magnetic resonance imaging). It was reported that pump status and/or event log report a motor stall occurred. There was a motor stall and a recovery. The issue occurred on (B)(6) 2018. When the rep read the pump, the mot stall had recovered on (B)(6) 2018. The pump was replaced on (B)(6) 2018 and would be sent back to the manufacturer for analysis. The patient experienced withdrawal and the change in therapy/symptoms was noted as sudden. The patient had heard the pump alarm so she saw the doctor who programmed the pump to minimum rate mode and gave her oral medication. During the pump replacement they found that the distal tip of the catheter was clogged with medication so they replaced the catheter. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-jul-19. It was reported that the cause of the motor stall was unknown, the cause of the catheter clogged was unknown, the withdrawal symptoms were resolved, and the device was placed in the mail to be returned to the manufacturer yesterday ((B)(6) 2018). The information was confirmed with the physician. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Analysis of the catheter (pli 20) found that the catheter was incomplete and returned in segments, there was acceptable testing. Analysis of the catheter (pli 30) found that there were coring/tears/cuts in the seal but there were no leaks seen in the laboratory and there was no leak allegation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-jul-26. Patient diagnosis consisted of post laminectomy syndrome, disc degeneration, and disc disorder radiculopathy. Allergies were of pcn. The product was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving fentanyl 973.8 mcg/day and bupivacaine 0.6817 mg/day. On (B)(6) 2018, the patient reported withdrawal symptoms, increased pain, coldness, and shakes starting around 1600. There was also an error message on the pump. On (B)(6) 2018, the patient was in clinic for pump interrogation after a motor stall, and a motor stall was confirmed and occurred on (B)(6) 2018 at 1120. A catheter dye study (cds) was ordered to check for system integrity. The study failed as they were unable to aspirate the catheter due to occlusion. Replacement for the pump and catheter were ordered. The pump was reprogrammed on (B)(6) 2018. On (B)(6) 2018, it was noted that the catheter was unable to aspirate in surgery. The catheter was explanted/replaced on (B)(6) 2018 and was disposed of according to biohazard instructions. The pump was explanted/replaced on (B)(6) 2018 and returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2018. The clinical diagnosis was patient experiencing withdrawal symptoms and the device diagnosis was catheter occlusion and pump motor stall. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.